Manufacturer narrative:
The following fields were updated due to additional information: d.10. D10: device available for evaluation? Yes. D.10. Returned to manufacturer on: 6/3/2021. H.6. Investigation: four open 31g x 5mm pen needle samples and five photos were returned from lot. No. 0189470, cat. No. 320129. Visual examination and functionality test was carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples or photos therefore no root cause can be identified.

Event description:
It was reported that 4 pen ndl 31ga 5mm 14bag 700cas jp had the outer cover unable to detach and the needle unable to detach from the pen during use. The following was reported by the initial reporter: "this is a report about inability to detach the outer cover. According to the customer's report, the patient could not detach the outer cover after attaching the pen needle to the pen"

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 4 pen ndl 31ga 5mm 14bag 700cas jp had the outer cover unable to detach and the needle unable to detach from the pen during use. The following was reported by the initial reporter: "this is a report about inability to detach the outer cover. According to the customer's report, the patient could not detach the outer cover after attaching the pen needle to the pen"